Event description:
It was reported the patient confirmed they were hearing the non-critical alarm hourly. Upon interrogation the pump status reports the low reservoir alarm was occurring. The event logs confirm the low reservoir alarm occurred (B)(6) 2013 at 0919. The pump reservoir volume was 4.7ml. The low reservoir alarm was 2.0ml. The pump was last programmed on (B)(6) 2013 with a 14% dose increase. The reservoir volume that day was 8.3ml and low alarm volume was 2.0ml. The low reservoir alarm date was (B)(6) 2013 however the low alarm occurred (B)(6) 2013. On (B)(6) 2013 the pump was still alarming. They updated the 8870 software but it was unknown if it was done before this occurred or if the pump had been updated after the new software was installed. Clinically the patient is doing fine. The patient was concerned and nervous as they did not know why the pump was alarming the pump was delivering hydromorphone, baclofen and fentanyl

Manufacturer narrative:
Concomitant products: product ID 8870aar01, serial # (B)(4), product type software; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).